Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a flickering display and was unable to boot up. Analysis was able to confirm the customer comment that the cord latch was broken. It was determined during analysis that the programmer failed touch screen debug procedure and autonomous movement of the cursor was observed. Electromagnetic interference (emi) repair was performed to resolve the issue. It was noted that the hinge plate screws were missing and the left display latch hasp was broken. It was further noted that on of the display hinge cover bullet was missing and the right keyboard slide rail cover was cracked. The lower-case feet was worn/missing. Unable to pull getlogs due to non-functional floppy drive. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had a flickering display. It was noted that the programmer was unable to boot up and that the cord latch was broken. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.